Event description:
Clear care I am another victim of mistakenly putting clear care into my contact case for an overnight soak. The pain was so severe, that it dropped me to my knees. I have never felt this kind of pain, and I have given birth twice! This happened yesterday morning around 6am. It is now 9:30am the following day, and my eye is still almost swollen shut. I could not drive at all yesterday. This is terrible that this company is allowed to market this product the way that they do. There should definitely be more warning and under no circumstances should it be allowed to shelved with other solutions. If this were an isolated instance I could understand, but after we went online last night to make sure that I was doing everything I could to decrease the pain, swelling, and watering of my eye and to give me some assurances that I was not going blind, I couldn't believe the number of people this has affected. I also couldn't believe that it has gone on for so long. Some post were back in 2006!. Outcome: call to my optometrist. Reaction to error. Alarming pain and discomfort. Reporter's recommendations: more warnings on labels. Different shelf space. (B)(4).